Event description:
Patient presented in-clinic after experiencing inappropriate shocks due to undersensing. The patient was hospitalized, and the device was later reprogrammed to resolve the event. The patient was in stable condition.